Event description:
Healthcare professional reported during injection to the left side of the lower lip with juvederm ultra xc, the patient developed "white" under the left side of the lip and a few minutes after, it became "mottled; blue and black", healthcare professional suspected an "intra-arterial injection". Patient was treated with hyaluronidase, hot compresses and asprin. Healthcare professional plans to treat the patient with "hyperbaric chamber treatments"; at this time there has not been confirmation that this treatment has been performed. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Attempts to follow up with the injection healthcare professional have been unsuccessful; therefore information such as the device lot number and any additional information is unavailable at this time. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Undesireable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. Staining or discoloration of the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side affects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR.